Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery, and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) was high, via bg meter reading. Supplies were changed to address alarms. Subsequently, customer was hospitalized in the intensive care unit (ICU) with a bg level of 1,601 mg/dl and diabetic ketoacidosis. Customer stopped breathing, requiring cardiopulmonary resuscitation. Although requested, information regarding treatment during hospitalization was not provided. Additionally, it was reported that an auto-off alarm occurred prior to hospitalization. Contact confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated contact on the pump's auto-off safety feature, and recommended that healthcare provider be consulted prior to modifying the setting. Customer was transferred out of ICU, six days later, but remained hospitalized at the time of report. Contact declined to provide further information.